Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: nephrectomy. According to the reporter: during the peeling off of the thick fat tissue around the kidney, the device became inoperative. After a while, the surgeon tried again, but the device still could not be used. A new device was opened, but the same trouble occurred. Using a third device, the procedure was completed. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes. Additional info - about us201209-0484, the grip force became weak and the blade slid sideways while activation. That is why the surgeon stopped using it and opened new device.